Event description:
The customer reported that the system was not storing images.

Manufacturer narrative:
The ge service rep was onsite and confirmed problems of the system not storing images, lost images and also problem with pacs addressed etc. He ordered the software, hard drive and gpos. Received wrong hd and gpos seals were cut and box had been opened. He reordered and removed and replaced the gpos and hard drive, and loaded the software. The dicom settings had been changed by facility and required research to resolve.